Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the flow rate was noticeably slow. The tubing came out of the box with a slight kink just after the gas vent. Straightening the kink didn't improve the flow rate. They noticed the spike inserted into the IV bag was twisted, which was impeding the flow. Untwisting the spike increased the flow rate. Spiking the bags required significant force and twisting due to the length and tight fit of the spikes. Additionally, the new tubing sets have a longer length of tubing above the heat exchanger, which tends to twist as well. There was patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.